Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
The customer reported a malfunction alarm with the pump, identified by malfunction code 12. The impact on the customer's blood glucose level was unknown as they declined to answer specific questions regarding it. Technical support resolved to replace the pump, and the customer planned to contact their healthcare provider as no backup therapy was available.